Event description:
It was reported that the right atrial lead exhibited chronic noise. During generator replacement procedure, an insulation breach was discovered on the lead. The lead was capped and replaced on (B)(6) 2017. The patient was asymptomatic prior to procedure and remained stable after procedure.